Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "difficulty advancing through sheath" was unable to be confirmed due to no returned device or device imagery provided. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event: undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system). Per imaging evaluation, undersized vessel regions were present in the patient's access vessel. The presence of the above factors can create a challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. The technical summary also outlines the extensive manufacturing mitigations in-place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (undersized vessel) and procedural factors may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text : discarded.

Event description:
Insertion difficulty of a commander delivery system (ds) and access vessel injury occurred during procedure. Per report received from japan, a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 20 mm sapien 3 ultra resilia (s3ur) valve. A 14fr esheath+ (esp) was inserted from the right femoral artery (rt-fa) via a puncture, without any difficulty. When inserting the delivery system (ds), strong resistance was felt at the femoral artery, and the ds could not be advanced further. Therefore, propofol was injected into the esp as lubricant to pass the ds through the sheath. Afterwards, the valve was implanted as planned. After withdrawing the sheath, digital subtraction angiography (dsa) revealed injury at the common iliac artery (cia). Hemostasis was performed by inflating 6mm pta balloon catheter for 5 minutes. However, after leaving the operating room, hemorrhage was confirmed again. Therefore, endovascular treatment (evt) was performed at the catheter laboratory.